Manufacturer narrative:
Corrected to: the reporter indicated that a 13.2mm, vicm5_13.2, -06.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was removed and exchanged with a same length lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown. Claim #: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Functional inspection found the lens to be within specifications. Dimensional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim # (B)(4)

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in liquid in a micro centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Unk, unk, unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot.. Claim# 717567.

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -06.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was removed and exchanged with a longer length lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.